Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the positioning arm at the site was damaged. The arm was not able to tighten down or hold weight. There was no patient present when this issue was identified.